Event description:
It was reported by the customer that the device had a low patient side occlusion. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 low patient side occlusion.. Technical support - 1. Clear the occlusion. 2. Using the applicable maintenance software: a. Perform the patient side occlusion test. B. Perform the calibration and/or replace the pressure sensor. 3. Return the module to the factory. Assisted customer remotely with the system maintenance software. Device reading below acceptable range of 7.7 to 12.6 psi (occlusion @ 6.7 psi). Retest of the pressure, using the patient side occlusion task. Step through the pressure occlusion task process to identify problematic failure to upstream voltage reading. Analog voltage sensor reading out of range of 1.8-2.8 for upstream measurement (@ 4.9 volts). Customer to replace the bottle side pressure sensor with new one. They will call back if any further issues of concern. End call. A review of the device history record showed the device had a manufacture date of 05/14/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue tech support - customer to replace the bottle side pressure sensor with new one a review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had a low patient side occlusion. There was no additional information provided and no patient involvement.